Event description:
It was reported post cath procedure, a 6f angio-seal sts plus was deployed in the femoral artery. The pt experienced a loss of feeling with motor loss in the leg that was used for the arteriotomy puncture. The pt underwent surgical exploration. The surgeon found no involvement of the angio-seal to explain the symptoms.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record were not possible since the lot number was unavailable. Based on the info provided, the cause for the neuropathy requiring surgery could not be conclusively determined; however, the surgeon found no involvement with the ingio-seal to produce the pt's symptoms.